Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had particulate matter (pm). The pm was further described as "brownish stuff in the blue part of the transfer set¿ (female connector). This was further described as the ¿nurse could not see it until nurse cut it and take a brownish sponge out with a clip¿. This was observed during use of the device for continuous ambulatory peritoneal dialysis therapy. As a result, the transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.